Event description:
A patient was admitted with an intracranial bleed, secondary to an arteriovenous fistula which was resected. It was also believed the patient had dvt. The vena cava filter was placed prior to surgery. About three weeks after placement, the patient collapsed and expired. An autopsy revealed a massive pe and the filter migrated to the atrium. According to the reporter, it is believed the filter placement had been uneventful.